Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, h6, and h11. The complaint for valve interacts with conduction system was confirmed with empirical evidence. Based on the device history record (DHR) review, there were no non-conformances related to the issue observed and the device passed all manufacturing specifications. Per the instructions for use (IFU), conduction system disturbance and/or heart block which may require treatment (including permanent pacemaker) are potential adverse events. Heart block and other conduction disturbances are common in patients with underlying cardiovascular disease and can be exacerbated or aggravated with standard intra-operative medications or anesthesia. Such events are related to the patient's underlying condition. Other mechanisms for conduction abnormalities could be related to coronary obstruction due to air embolism, coronary spasm and/or local edema affecting the av node. Conduction disturbances have also been documented during transcatheter cardiac procedures as a result of direct interaction with cardiac anatomy, especially in patients with underlying conduction abnormalities. The valve's anchoring mechanism relies on radial force and septal contact, which may contribute to conduction disturbances. Additional risks include mechanical trauma from the guidewire or delivery system during deployment. Since there are no confirmed product or labeling/IFU/training material non-conformances affecting distributed product and no other triggers have been met, no corrective or preventative actions are required.

Manufacturer narrative:
The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.

Event description:
Edwards received notification of a transcatheter tricuspid valve replacement (ttvr) procedure involving the evoque system. The patient was very sensitive to the wire having episodes of rvr in the beginning. During the procedure before final deployment there were two episodes of bradycardia associated with a low blood pressure, but it was stabilized by anesthesia. The valve was implanted in good position. However, several minutes after deployment, patient went into avb then asystole. The patient was shocked into a rhythm, a temp pacer was placed and the patient was sent to cvicu. A permanent pacer was placed with lead across valve. The patient was discharged home on day 3 and remained stable.